Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that inappropriate therapy was delivered to the patient by the implantable cardioverter defibrillator (ICD). The patient was going through alcohol withdrawals and was in and out of paroxysmal atrial fibrillation (af) with rapid ventricular response. The ICD remains in use. No further patient complications have been reported as a result of this event.